Manufacturer narrative:
Annex g - component desc 1 was updated to "g03012 - sensor".

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the customer called an intuitive technical support engineer (tse) and reported that they have been getting repeated recoverable fault 23013 on the master tool manipulator right (mtmr) since startup. Logs are showing several repeated recoverable faults 23013 and 23008 pointing to mtmr2 on surgeon side console (ssc)2. Power cycling and exercising the mtm did not clear the errors. Tse instructed customer to unplug the ssc and continue with a single ssc. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced master tool manipulator (mtm) to resolve the issue. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation. Isi has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The right master tool manipulator (mtm) was analyzed and the reported failure (error 23013 along axis 2) was able to be reproduced during the sine cycle. The complaint was confirmed based on failure analysis.